Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced polycystic ovaries ("took ovaries cuz they were full of cyst"), gastric disorder ("stomach issues") and bladder disorder ("bladder issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, polycystic ovaries, gastric disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, gastric disorder, medical device removal and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, polycystic ovaries, gastric disorder, bladder disorder" quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event "ovarian cyst" was coded to llt "polycystic ovarian syndrome". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced polycystic ovaries ("took ovaries cuz they were full of cyst"), gastric disorder ("stomach issues"), bladder disorder ("bladder issues"), alopecia ("loosing hair"), menopause ("menopause") and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, polycystic ovaries, gastric disorder, bladder disorder, menopause and systemic lupus erythematosus outcome was unknown and the alopecia was resolving. The reporter considered alopecia, bladder disorder, gastric disorder, medical device removal, menopause, polycystic ovaries and systemic lupus erythematosus to be related to essure. The reporter commented: patient said she had hysterectomy couple years ago and is still loosing hair. It has stopped being as much but still loose. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, polycystic ovaries, gastric disorder, bladder disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4)2020: content received from social media: new events added: alopecia, menopause and systemic lupus erythematosus. New reporter added. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced polycystic ovaries ("took ovaries cuz they were full of cyst"), gastric disorder ("stomach issues") and bladder disorder ("bladder issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, polycystic ovaries, gastric disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, gastric disorder, medical device removal and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, polycystic ovaries, gastric disorder, bladder disorder". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("took ovaries because they were full of cyst"), gastric disorder ("stomach issues") and bladder disorder ("bladder issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, ovarian cyst, gastric disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, gastric disorder, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, ovarian cyst, gastric disorder, bladder disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.